Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was the reported that the pump battery depleted quickly resulting in the pump shutting down. No adverse impact to customer's blood glucose. Reportedly, the customer continued to use pump for insulin therapy.